Event description:
It was reported that the external pulse generator's display screen was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment, the liquid crystal display lens was broken. Analysis also noted that the upper and lower cases were dented, the bails and bail covers were missing and that the battery drawer and battery drawer o-ring were contaminated. (B)(4).